Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complication. At some time post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous or oral contrast revealed that the filter struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Post-deployment, a computed tomography (CT) abdomen and pelvis was revealed that bard denali filter was in place. Superior extent of inferior vena cava filter was at the l1-l2 disc space and inferior extent at mid l3 vertebral body. A total of 8 prongs had perforated the inferior vena cava. Maximum distance prongs perforated was 2 mm. Coronal images showed 4-degrees tilt left to right and sagittal images showed 4-degrees tilt anterior to posterior. Approximately, eleven months later, an abdomen 1 view demonstrated stable positioning of the inferior vena cava filter, centered at the l2 level. Around, one week and four days later, an attempt was made to retrieve the filter. Using sterile technique, local anesthetic and ultrasound guidance, a 21-gauge needle was introduced in the patent right internal jugular vein. A 5-french straight multisided hole catheter was placed below the level of the inferior vena cava filter and inferior venacavography did not demonstrated any evidence of significant thrombus within the filter or inferior vena cava. The superior hook of the filter was engaged with a triple loop snare. The sheath was advanced approximately 1 cm superior to the inferior vena cava filter. Small amount of contrast was injected and a small amount of tension on the filter revealed that the filter was well incorporated into the cava. The sheath was not advanced over the filter, given its well incorporated appearance. The filter was unable to be removed. The triple loop snare was removed from the superior aspect of the filter. The filter position and appearance remained unchanged. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and retrieval difficulties. Per medical records, an attempt was made to engage the filter using snare but were unsuccessful due to filter incorporated appearance into the cava. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 01/2018) , g4. H11: h6(result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complication. At some time post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous or oral contrast revealed that the filter struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.